Manufacturer narrative:
During integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result, this event is being filed beyond the 30-day FDA requirement. (B)(4). Complaint conclusion: it was reported that a 5/f mynxgrip vascular closure device (vcd) could not cross. There was no reported patient injury. The product is available for return. Another 035 inch wire was inserted for straightening the vessel but failed. There were no damages or anomalies noted when removed from the package. The device prepped normally (i.e. Maintain negative pressure). The access site was located in the common femoral. The deployer was certified on the mynx devices. The mynx device was prepped according to the instructions for use (IFU). The device purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. The device was received with the grey shuttle engaged to the black handle. The catheter¿s distal tip was observed bent/damaged as received. The sealant was observed exposed and located near to the distal end of the shuttle tube. No other anomalies were observed. The involved procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have caused the obstruction could not be made. Functional testing was performed on the returned device with the use of a lab procedural sheath. Insertion of the device into the procedural sheath and withdrawal steps were performed with no resistance encountered. A review of lot f1634801 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported inability to advance in sheath failure was not confirmed. Based on the information provided and the investigation performed, the probable cause of the reported event could have been caused by the torturous vessel which could have obstructed the device path during the insertion step. The instructions for use, instructs users to: ¿grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a 5/f mynxgrip vascular closure device (vcd) could not cross. There was no reported patient injury. The product is available for return. Another 035inch wire was inserted for straightening the vessel but failed. There were no damages or anomalies noted when removed from the package. The device prepped normally (i.e. Maintain negative pressure). The access site was located in the common femoral. The deployer was certified on the mynx devices.  The mynx device was prepped according to the instructions for use (IFU). The device purged of air during prep. There was no scar tissue present in the vicinity of the puncture site.